Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a moist victory guidewire was loaded into a recently flushed 100cm 5fr non-bsc angiographic catheter, a 135cm 014 rubicon¿ support catheter was advanced over the victory wire and was stuck approximately 20cm past the haemostatic valve. Upon device removal, a kink was noted in the victory wire. The procedure was completed with another 014 victory wire and another 014 rubicon¿ support catheter without issue. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rubicon 14 device with a 14 victory guidewire in the lumen. There was dried blood in the guidewire lumen. The guidewire was protruding 60 from the hub and 84.2cm from the distal tip. The outer diameter (od) of the guidewire was measured. The guidewire was kinked inside the guidewire lumen 24.5cm, 27cm, and 28.5cm from the distal tip of the rubicon. Microscopic examination revealed that there was no damage or irregularities to the shaft. An attempt was made to remove the victory guidewire from the rubicon but the device was unable to be removed due to the dried blood. The device was soaked in a warm water bath to loosen the dried blood: however, the victory guidewire was unable to be removed even after soaking the device for 14 days. Since the devices were unable to be removed, both the victory and rubicon were shipped to the external manufacturer (em) for product analysis. The em investigation reported that the shaft of the rubicon was stretched in three (3) locations; the damage was likely caused when the em attempted to remove the victory guidewire from the rubicon. Also, the em investigation stated that the rubicon device ¿was cut across piece by piece and decontaminated each time to soften and remove the dried blood. After this the guidewire was easily removed from the catheter.¿ inspection of the device presented no damage or irregularities. No issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a moist victory guidewire was loaded into a recently flushed 100cm 5fr non-bsc angiographic catheter, a 135cm 014 rubicon¿ support catheter was advanced over the victory wire and was stuck approximately 20cm past the haemostatic valve. Upon device removal, a kink was noted in the victory wire. The procedure was completed with another 014 victory wire and another 014 rubicon¿ support catheter without issue. No patient complications were reported.